Event description:
Additionally, the healthcare professional reported injecting a patient in the chin and marionette lines with 1 ml of juvéderm® voluma¿ xc. A month and a half later, the patient was injected in the marionette lines with 1 ml of juvéderm® voluma¿ xc. Nine months later, the patient experience "granulomas" bilaterally in the marionette and lower cheek. The patient later had a dental check up and bloodwork ordered by their pcp, but the results were not available. The following month, the patient was treated with otc oral antihistamine orally. Five days later, the patient was treated with methylprednisolone orally. A week later, the patient was treated with doxycycline orally. Three days later, the patient was treated with hylenex and again 8 days later. Five days later, was treated with clarithromycin orally and hylenex. Eight days later, the patient received additional hylenex. Event is ongoing. This is the same event and the same patient reported under patient identifier cn-(B)(6) (emdr-(B)(4)). This emdr is being submitted for the suspect product, captures the (B)(6) 2024 injection.

Manufacturer narrative:
Additional, corrected, and/or changed data: a2, a3a, a4, a6, b2, b3, b5, b6, b7, c1, c3, d1, d4, d6a, h4, h6, h8. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Healthcare professional (hcp) reported injecting a patient with juvéderm® voluma® xc. Hcp noted the patient is experiencing "granulomas". Biopsy was not provided. Symptoms are ongoing.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.